Event description:
Customer purchased the ansell micro-touch nitrile (B)(4) glove. One of the customer hca's wore the gloves while bathing and her hand is full of 'blue' sliver from the gloves. They have penetrated the skin to the point where they can't extract them, unsure of how to get them out. Hca was taken to the hospital to have slivers removed.